Event description:
According to the report,a femoral angiogram was performed prior to closer placement by a certified technician, following a catheterization. The physician gave the technician authorization to close the patient using the closer. The closer placement was reported to be unproblematic. Two hours post deployment, the paient became hypotensive. The patient was taken to surgery where it was reported that the suture was deployed through the inguinal ligament and that bleeding had occurred between the inguinal ligament and the iliac artery. Additionally, the arteriotomy was reported to be "high". The patient was given 10 units of platelets and was reported to be "fine" after surgery.